Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The worn out bearing caused the device to heat up. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the cable was frayed and the bearing in the flex circuit was worn out. The device also failed pre-tests for loctite, cable, and temperature assessment. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.